Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that during implant the lead was fixed inside the patient but sensing could not be tested. The physician tried several times to find the target position where parameters were appropriate, however the lead dislodged when the physician was slitting the sheath. The lead was implanted with another sheath and remains in use. No patient complications have been reported as a result of this event.